Manufacturer narrative:
The customer provided six different lot numbers associated with this incident. The information for each lot number is as follows: medical device lot #: 2003772, medical device expiration date: 6/30/2013, device manufacture date: 1/3/2012. Medical device lot #: 2065989, medical device expiration date: 8/31/2013, device manufacture date: 3/5/2012. Medical device lot #: 2254271, medical device expiration date: 2/28/2014, device manufacture date: 9/10/2012. Medical device lot #: 2306240, medical device expiration date: 4/30/204, device manufacture date: 11/1/2012. Medical device lot #: 3007272, medical device expiration date: 6/30/2014, device manufacture date: 1/7/2013. Medical device lot #: 3122096, medical device expiration date: 10/31/2014, device manufacture date: 5/2/2013. Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. There were no related quality notifications. All process and final inspections comply with specification requirements conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that since (B)(6) of 2012, 13x100 mm 6.0 ml bd vacutainer® plus plastic whole blood tubes have cracked when they were frozen at -80 degrees. There was no report of injury or medical intervention.

Manufacturer narrative:
In addition to the no sample investigation provided on the initial MDR, a device history record review was completed on 7/27/2017. The details for the review are as follows: results: all of the manufacturing records were reviewed for the lot numbers listed above with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: as previously reported, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.